Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: the patient was sedated and connected to ventilator savina 300. The patient had intermittent strong coughing. When patient was coughing the respirator was alarming tidalvolume deviation. The nurse tried to reset alarm but the ventilator powered off and restarted again after 3 seconds. When the respirator restarted the display showed a notification and code number of malfunction. The respirator was replaced by another one. No injury reported.

Manufacturer narrative:
The device log was downloaded. The pcb central control board (pcb ccb) was requested for investigation. Therefore this pcb was replaced and returned to the manufacturer. The investigation of the pcb ccb revealed no hardware failure of this component. It was also verified that the connection of the savina 300 to a patient data management system had no influence in this case. Further analysis came to the conclusion that most likely an inconsistency of the internal communication with the front processor was detected by the device internal monitoring. As specified for those kind of deviation the device performed one restart to restore a valid data base and to continue ventilation. During the restart the patient system is opened to atmosphere and spontaneous breathing of the patient would be possible. Audible and visible alarms of high priority are generated during the time of the restart. After approximately 12 seconds the savina 300 will continue ventilation with the latest settings. Reportedly, the device was furthermore used on patient after the event. No further problem has been reported.

Event description:
Please see initial report.